Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: a dcp 2.7mm plate was used for an ulnar diaphyseal fracture. The surgeon was attempting to insert a screw but could only get it half way into the hard bone. The surgeon tried to remove the screw and it broke. The surgeon removed the screw taking approximately one-half hour. Patient was (B)(6) and the cortex of the bone was thick. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is on an unknown cortex screw cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
A device history review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. Additional evaluation was conducted. The report indicates that the screw is broken in two pieces. The shaft thread is approximately in the middle of the shaft badly worn and damaged. The thread damage occurred through out the insertion and removal and later on an overload of force applied which lead to the breakage. We did not receive any other complaint regarding screw breakage of article 402.820 in the past. No product fault could be detected. Device was used for treatment, not diagnosis.